Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional (hcp) from a clinical study reported via a representative regarding a patient implanted with deep brain stimulation (dbs) for severe, medically refractory, poorly localized pain. Specifically, the patient had whole spine pain due to failed back surgery syndrome after having undergone unsuccessful lumbar and cervical discectomy. Post-operative period was uneventful and the initial settings were 6v, 130 hz, 450 ms. The pain control was reported to have been excellent. Twenty months after dbs implantation, prolonged generalized convulsive seizures (on occasion lasting up to 45 minutes) that occurred from sleep were reported. These occurred at a frequency of once every month. The patient was administered levetiracetam by specialists at the local hospital but had no impact on the seizure frequency or severity. No other seizure type was noticed by the consumers. It was noted episodes of confused behavior and momentary blank spells or loss of attention were also occurring simultaneously. The patient was brought in for a period of video telemetry (vt) and her neurological examination was normal at the time of evaluation. During vt, 2 episodes of behavioral arrest with a motionless pause were recorded, one that lasted about 20 seconds. These events were unnoticed by the consumer prior to vt. Ictal eeg demonstrated rhythmical, symmetrical 6 hz theta slow wave activity across the fronto-central regions that increased in amplitude and slowed in frequency before ending abruptly. The inter ictal eeg showed phase-reversing sharp wave discharges across the fronto-central mid-line with right sided emphasis . At times these occurred in semi-rhythmical runs. Following the evaluations, the stimulator was turned off. This resolved the generalized convulsive seizures, but the patient suffered stereotypical dialeptic seizures in the months after stopping stimulation, representing de novo epilepsy. Ongoing seizure activity was confirmed 3 months after cessation of dbs using ambulatory eeg, which confirmed intermittent focal sharp waves in the fronto-central midline that appeared in short rhythmical runs during attacks. Levetiracetam was continued and clobazam was introduced to try and control the seizures. The patient was administered ketamine by clinical for intractable pain. The events reduced in frequency and stopped occurring around 8-10 months after switching off the dbs. The patient underwent repeat vt one year after her first admission. No events were recorded while the stimulation was off. Eeg remained normal while switching on and ramping up of the ri ght lead as well. It was noted during ramping of the left lead from 0 to 5v, her stereotypical seizures were reproduced with the previous electrographic changes. The patient was initiated on sodium valproate (allergic to oxcarbazepine) and unilateral the dbs was resumed at 5v, 130 hz, 450 ms. Eeg at 24 hours post initiation of right-sided dbs showed sedation secondary to ketamine, but no epileptiform features. Patient would continue to be under close follow-up. Additional information received november 14, 2016 reported troubleshooting involved the stimulation parameters (ma) being reduced progressively. The stimulation was turned off in periods with reduction in seizure frequency. Anti-epileptic medication was also initiated with reduction in seizure frequency as well. After-discharge threshold was measured using the pc<(>&<)>s device to guide the therapy contact and parameter selection. The stimulation induced epilepsy had not resolved with altered therapy parameters and anti-epileptic drugs.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study and a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for whole spine pain-failed back . It was reported that at 20 months after implant, the patient experienced dialeptic (behavioural arrest with loss of awareness) seizures with secondary generalization (generalized seizures are nocturnal); altered attention or consciousness was also noted. The patient's stimulation at the time of the seizures was 5v, 130 hz, and 450 mics. It was then stated that these seizures occurred due to the well described phenomenon of after discharges (ad), distinctive rhythmic discharges that can occur after electrical stimulation of a cortical region above a certain threshold; there was a progressive loss of inhibition resulting in a falling threshold for seizures. The patient developed seizures which were as a direct result of cortical stimulation. They patient also decided to continued stimulation despite the occurrence of stimulation induced seizures, a process akin to kindling occurred, resulting in de-novo epilepsy, that persisted long after dbs was switched off. Pain control was very effective. Approx 20 months after dbs implantation, the patient's spouse reported nocturnal generalized convulsive seizures which were prolonged (lasting up to 45 minutes) and occurred from sleep. These occurred at a frequency of once every month. The patient was started on levetiracetam, but this did not impact the seizure frequency or severity. No other seizure type was noticed by the spouse or patient prior to evaluation. The patient was subsequently brought in for a period of video telemetry (vt). Their neurological examination was normal at the time of evaluation. During vt, 2 episodes of behavioural arrest with a motionless pause were recorded, one lasting about 20 seconds (these events went unnoticed by the spouse prior to vt). Ictal eeg demonstrated rhythmical, symmetrical 6 hz theta slow wave activity across the fronto-central regions that increased in amplitude and slowed in frequency before ending abruptly. The inter ictal eeg showed phase reversing sharp wave discharges across the fronto-central mid-line with right sided emphasis. Following the evaluation, the stimulator was turned off. Ongoing seizure activity was confirmed at the time by ambulatory eeg, with intermittent focal sharp waves in the fronto-central midline which appeared in short rhythmical runs during attacks. Levetiracetam and clobazam were used to control seizures. The events reduced in frequency and stopped occurring around 8-10 months after switching off dbs. The patient underwent repeat vt one year after their first admission. No events were recorded while the stimulation was off. Eeg remained normal while switching on and ramping up of the right lead as well. However, during ramping of the left lead from 0 to 5v, their stereotypical seizures were reproduced with the previous electrographic changes. The actions/interventions taken to resolve the issue included progressively reducing the stimulation parameters (ma) and turning off the stimulation for periods of time with a reduction in seizure frequency. It was then stated that the stimulation induced epilepsy has resolved with altered therapy parameters and anti-epileptic drugs. The patient also reported that at present and on medical advice, their dbs device is turned off and this is a great source of distress to the patient as the original pain has gradually returned and they are now on increasing doses of opiates in an attempt to manage the returning pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the generalized convulsive seizures were resolved with partial deep brain stimulation (dbs) switch off and antiepileptic drugs / dbs switched back on with pc<(>&<)>s device sensing data guiding therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the generalized convulsive seizures were resolved with partial deep brain stimulation (dbs) switch off and antiepileptic drugs / dbs switched back on with pc<(>&<)>s device sensing data guiding therapy. A discharge event was also noted and the device was replaced. Prior to the replacement on (B)(6) 2016, the patient's stimulation parameters included: right side was: e8-e11, f=130hz, pw=450us, v=5-6v; left side was: off to prevent seizures. Before switching therapy off, stim was: e0-e3, f=130hz, pw=450us, v=8-4v. The left side therapy was off for greater than 1 day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from clinical notes during a visit on (B)(6) 2018 reported the following impedance values: c <(>&<)> 1 = 920 ohms, 0 <(>&<)> 2 = 2336 ohms, c <(>&<)> 9 = 911 ohms, 8 <(>&<)> 10 = 2234 ohms, with all other impedances in range. The device settings are e1-c+ , e9-c+, fstim = 140hz, pw = 450 us, v = 6v, soft start/stop: 8s, cycled stimulation 3 min on, 11 min off, battery at 2.86v. No seizure was observed by the patient nor their husband since the last visit. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) reported that the patient experienced seizures assessed by dbs neurology service with clinical evaluation and eeg video telemetry in 2015; the patient showed progressive increases in seizure frequency and severity. It was reported that the patient could not tolerate pain and increased stimulation on their own or resisted turning down stimulation. It was noted that the patient had developed de novo stimulation-induced epilepsy. It was noted that dbs was turned off despite pain relief as of last follow-up in may 2016. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the battery was too low for sensing, but okay for stimulation for another 2-3 months. The hcp and rep were working on brief periods of stimulation, "on periods," followed by an "off period" where the patient still has pain relief. The on periods are between one and five minutes and the off periods for 10 minutes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that during the evaluation period it was revealed that after discharges related to seizure activity could be elicited at 4v amplitude of stimulation which was clinically sub-therapeutic. The after discharges were noted to last up to 20 seconds after cessation of stimulation. It was reported the patient was set for stimulation at this lower amplitude to recapture pain relief at a lower setting. In (B)(6) 2017, the battery no longer had the capacity to support telemetry. Stimulation at 6v induced profound pain relief and on switching off lasted up to six minutes all without any clinical seizures. The patient had excellent pain control at 6v for 3 minutes followed by 11 minutes off until battery depletion a month later. In (B)(6) 2017, the device was replaced and the patient underwent further evaluation with telemetry. Stimulation was reconfigured such that case positive with anode at electrodes 1 and 5 monopolar at 6v bilaterally re-captured pain relief. Five minutes after stimulation cessation, pain relief was still good. After discharges were recorded from right electrodes and lasted less than 5 seconds after cessation of stimulation. The patient was then programmed to 6v bilaterally ramping on and off (8 seconds) with 3 minutes on and 11 minutes off, monopolar, anodal 1 and 5, case positive pain relief was sustained with no clinical side effects. No after discharge activity was noted when stimulation is ramped down. The patient was discharged home with a plan for evaluation at 6 weeks post implant and intermittent recordings programmed in. Longevity estimation for the ins with these stimulation settings and moderate sensing (2 more recording sessions) is 12-13 months. No further complications were reported/anticipated.